Manufacturer narrative:
No devices were returned for analysis. Per the event description, the patient had fallen while showering, opening the incision site. The patient's fall leading to the opening of the incision site is the most likely cause of the infection. Infection that may require hospitalization with intravenous antibiotic therapy and requiring surgery (including revision, explant, and replacement) as a result is listed as a potential risk in the manufacturer's instructions for use (IFU). The manufacturing records were reviewed and confirmed that product met all requirements for release with no anomalies identified, including sterilization.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system slipped in the shower, which caused their implant incision to re-open. The patient reported they could feel the implanted leads and closed loop stimulator (cls), so the patient went to the emergency room where they were treated for an infection with antibiotics. Four days later, the scs system was explanted and an infection at the cls implant site was noted. It was further reported the infection has resolved.

Manufacturer narrative:
No devices were returned for analysis. Per the event description, the patient had fallen while showering, opening the incision site. The patient's fall leading to the opening of the incision site is the most likely cause of the infection. Infection that may require hospitalization with intravenous antibiotic therapy and requiring surgery (including revision, explant, and replacement) as a result is listed as a potential risk in the manufacturer's instructions for use (IFU). The manufacturing records were reviewed and confirmed that product met all requirements for release with no anomalies identified, including sterilization.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system slipped in the shower, which caused their implant incision to re-open. The patient reported they could feel the implanted leads and closed loop stimulator (cls), so the patient went to the emergency room where they were treated for an infection with antibiotics. Four days later, the scs system was explanted and an infection at the cls implant site was noted.